Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation consists of a received device logs evaluation, and information received from our field service engineer (fse). Evaluation of the device logs showed that the ventilator failed the internal leakage, flow transducer, pressure transducer, and safety valve sub-tests of the system check-out tests multiple times. On-site evaluation performed by our fse concluded that, the screw holes that secure the bracket onto which the gas modules are mounted were damaged. This caused the gas modules to be incorrectly seated, which led to the leakage during the system check-out tests. The damage occurred during preventative maintenance performed by the hospitals' biomedical department. Our conclusion is, that the root cause for the reported event was a human factor issue during preventative maintenance of the equipment.

Event description:
(B)(4).